Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter stated that the pump was not recording all of the bolus history for about the past three months. While troubleshooting, it was alleged that the history from (B)(6) 2013 specifically was not recorded in addition to other unspecified dates. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 10/10/2013-device evaluation: the pump has been returned and evaluated by product analysis on 09/23/2013 with the following findings:a review of the pump¿s history showed no activity related to the complaint. During testing, the pump booted up to the verify screen with audible tones and vibrations. A normal 10 unit and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump¿s history. No hypersensitive keypad buttons were observed during testing. Unrelated to the complaint, the display screen was found to be dim and discolored. A test screen was installed and displayed normally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.